Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient developed a rash, redness, and blisters under the sensor patch. The patient consulted an endocrinologist and was prescribed cephalexin 250 mg oral (liquid), twice a day. No additional patient or event information is available.